Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they tried to change the batteries in their insulin pump. The customer sent the product back for analysis.

Manufacturer narrative:
No button error alarm during testing noted. However, the pump had intermittent act button response due to moisture damage on the keypad traces. The pump had a cracked lcd window, a cracked case at the display window corner, a cracked belt clip slot, and a cracked reservoir tube lip.